Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary the drawer had failed. The customer stated that the malfunction occurred when a user tried to issue medication to patient, caused a delay to patient care, since user was able to get the required medications from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that there had been a partial connection failure on the board cable for drawer 2.1. A field service engineer reseated the row board cable on drawer 2.1 and 2.2 and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.